Event description:
A trilogy ev300 ventilator was reported to have failed calibration during testing at the customer site. There was no harm or injury reported. The device failed a test step during testing. The device's 3-way solenoid valve and proportional valve require replacement to address the issue. A philips field service engineer will complete the required repairs at the customer site. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The product investigation lab (pil) a received a trilogy evo proportional valve with the allegation of failing active exhalation control module (aecm) verification test. Pil installed the trilogy evo proportional valve on the trilogy evo test bed and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo solenoid valve with the allegation of failing aecm verification test. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve.